Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was due to a lack of internet. They noted that on (B)(6)2025 they connected to the internet and used the device as instructed. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said that sometimes they have little leakage. Patient said that a little bit ago they were standing in the kitchen and all of a sudden they got a lot of urine and wet their pants. Patient went to the urologist's office maybe 2 weeks ago and the nurse practitioner reset the equipment and when they did that the patient thought they lost their settings so they went back in and looked at the book and reset it again but they don't know if they have it set up correctly. During the call the patient connected to their implant and saw that their therapy was off. Agent walked the patient through turning their therapy back on. Patient will maintain stimulation and monitor symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.